Event description:
It was reported that, "the uh1 and 6260 implants above were explanted and this hemiarthroplasty was converted to a total hip due to dislocation and the following were implanted: (B) (4) ((B) (4)) trident psl acetabular shell 50mm, (B) (4) ((B) (4)) 6.5x25mm bone screw, 2ea (B) (4) ((B) (4)) and ((B) (4)) 6.5x30mm bone screws, (B) (4) ((B) (4)) trident 0deg constrained acetabular insert, and (B) (4) ((B) (4)) v40 femoral head 22mm +0."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The x-rays and medical records were requested, but not provided. If add'l info becomes available, then it will be submitted in a supplemental report.